Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom alarms close door when door is closed. Evaluation experienced a constant load set message, and when a tube was loaded the device alarmed door not fully latched, corresponding to the reported symptom. Evaluation determined the cause to be a failed upper hook switch. The upper auxiliary assembly, which contains the failed hook switch, was replaced.

Event description:
It was reported that a spectrum pump alarmed close door when the door was closed in the medical/surgical care area. It was also reported that there was no patient injury.